Manufacturer narrative:
Device eval summary - device eval of electrode belt (B) (4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. The electrode belt was received with the front-back channel distorted. The cause of the distorted fb signal was a damaged cable. The cable from ECG c to the distribution node was damaged at the edge of the ECG housing. This damage caused an open circuit on the +5v wire running to ECG d. The root cause of the cable damage cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B) (6) female pt called in to zoll lifecor customer support to report that she was receiving excessive "adjust belt" messages. She also reported that the monitor was displaying a red "x" icon for the front electrode. The pt received a replacement electrode belt.